Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the displacement test. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection broken battery tube threads, missing retainer, missing reservoir tube o-ring, missing serial number label and cracked case near belt clip rails. Cosmetic damage to the battery tube area was confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer noticed crack along battery side compartment. Troubleshooting was performed. Customer stated that the insulin pump was not dropped. The customer confirmed that there was damage of out-of-box and no damage to retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.